Event description:
The consumer alleges the chair was driving on its own, and he could not stop the chair. The chair allegedly hit a curb. No serious injury is alleged.

Manufacturer narrative:
The chair was received and inspected by engineering. The motors responded to the commands given through the asl head array. Other than physically damaged caster fork stems. The chair is operating as commanded. Its likely the alleged incident was a result of use misuse and or error. As a courtesy, the chair was replaced. Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filling this MDR.